Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on via battery power but gives a low battery alarm and turns off after a few seconds. The unit would not power on via ac power and would not remain on when switching between ac and battery power. The device was able to obtain measurements and alarm conditions were functioning as designed. An internal inspection was performed and the power supply was tested. It was determined the ac/dc power supply is not outputting dc voltage. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the unit intermittently powers off, and the green ac power led does not illuminate when ac power is applied. It was also reported the unit was "not reading." No consequences or impact to patient were reported.